Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a watchman access system with a dilator snapped into the sheath. The hub/valve, tip and sheath were microscopically and visually inspected. Inspection found no damage or irregularities with the returned device.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device.